Event description:
It was reported that the ¿button requires excessive force to initiate the display function". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.